Event description:
A physician called the rep to report a steady rise in threshold. The rep does not have a serial number or patient name, there are no report or a .pdd file. Rep reports the following:we have a dependent pt who was at 0.75 vat 800 impedance for threshold at implant. I do not know the pulse width. The clinic has seen a rise in threshold. A few months after implant it was 1.2v at 697 ohm. And then today, approx 6 months after implant it is 2.6v at 533 ohms. We discussed that most likely low impedance and higher threshold point to fixation being poor. No symptoms reported. The rep followed up and the device is not a micra and not medtronic. Pt has a bxs single chamber ppm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).